Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on march 28, 2018 with blood glucose of 29 mg/dl at the time of the incident. The customer was at 38 mg/dl at the time of admission, and 201 mg/dl at the time of the call. The customer was given dextrose to treat. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and customer will monitor the pump. Customer reported that their sensor stopped working after getting an expired sensor alarm and the customer believes this caused their low. The insulin pump will not be returned for analysis.